Event description:
It was reported that during inventory check, the customer noted 'broken wires at the tip' on the small clip applier instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one clip applier grip was found to be bent at the midpoint and the other grip was found broken. The grips exhibited a bend angle of roughly 20 degrees. Engineering concluded that damage was likely due to mishandling. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one clip applier grip was found to be bent at the midpoint and the other grip was found broken. The grips exhibited a bend angle of roughly 20 degrees. Engineering concluded that damage was likely due to mishandling. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.